Event description:
The hcp reported that the patient was requiring increased doses of baclofen for increased spasticity. A catheter dye study was attempted, but the catehter was malfunctioning. During catheter revision, the catheter was noted to be sheared. The hcp was able to remove a "remnant" a portion remains inside the patient. The hcp implanted a new catheter.